Event description:
The user facility reported that while on a patient the device had a fio2 check calibration alarm and the device's fio2 was inaccurate. No patient harm, vent switched out, alarms were audible and visual.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined that the reported issue was caused by a malfunctioning blender assembly. The carefusion field service representative replaced the blender assembly and per the service manual, he ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service. Carefusion has requested additional information from the user facility concerning the reported event and the condition of the patient. As of 06/26/2015 there has been no response from the user facility.